Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements shortly after implant. An x-ray noted that the lead was under inserted. Surgical intervention was performed. The physician had difficulty inserting the lead into the header and used some mineral oil. Following this, all lead measurements were within normal limits. The patient is pacemaker dependent and was bradycardic but there was no evidence of asystole greater than two seconds. The lead remains implanted.